Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. A DHR review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
On (B)(6) 2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 with abdominal pain, fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus aureus in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient did not wear a mask during pd setup and treatments. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg for 4 total doses during this hospitalization. The patient¿s method of renal replacement therapy during this admission was not reported. Final laboratory results taken in the hospital on (B)(6) 2023 showed no growth in the peritoneal effluent fluid culture and a moderate wbc count (exact count not reported). The patient¿s hospital course was otherwise unremarkable, and he was discharged to home on (B)(6) 2023. The patient¿s infection persisted into early (B)(6) 2023 (exact date unknown) due to the patient¿s noncompliance to antibiotic therapy. Following discharge from the hospital, the outpatient clinic prescribed ip vancomycin at 2000 mg (and later 1700 mg) every 5 days for two weeks to the patient for a total of three times following discharge from the hospital. It was estimated the patient¿s last dose of ip vancomycin was on or around (B)(6) 2023 when the patient fully recovered from this event and remained asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following these events.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by fever and abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event can be attributed to a break in aseptic technique due to not wearing a mask during pd therapy as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora in human nares and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 with abdominal pain, fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus aureus in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient did not wear a mask during pd setup and treatments. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg for 4 total doses during this hospitalization. The patient¿s method of renal replacement therapy during this admission was not reported. Final laboratory results taken in the hospital on (B)(6) 2023 showed no growth in the peritoneal effluent fluid culture and a moderate wbc count (exact count not reported). The patient¿s hospital course was otherwise unremarkable, and he was discharged to home on (B)(6) 2023. The patient¿s infection persisted into early (B)(6) 2023 (exact date unknown) due to the patient¿s noncompliance to antibiotic therapy. Following discharge from the hospital, the outpatient clinic prescribed ip vancomycin at 2000 mg (and later 1700 mg) every 5 days for two weeks to the patient for a total of three times following discharge from the hospital. It was estimated the patient¿s last dose of ip vancomycin was on or around (B)(6) 2023 when the patient fully recovered from this event and remained asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following these events.